Manufacturer narrative:
The hardware investigation of the returned battery charger board found that the reported event was related to an electrical issue with the board. Charger 2 board did not pass functional testing on the test fixture. Channel a had no output. Channels b, c, d and sense voltage outputs functioned as expected. The reported event was confirmed.

Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. The charger board 2 and batteries were replaced and the issue was resolved. The board and batteries have not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system battery charger 2 and batteries required replacement. There was no patient present when this issue was identified. No additional details were provided.

Manufacturer narrative:
The hardware investigation of the returned motion control box found an electrical issue. The tester installed the motion control box in a test imaging system. During motion control calibration tilt and wag were successful, however the rotor did not spin and position for door open. Door open button did not position rotor either and door does not open. The enable signal is shown actuated in remote desktop. Door open was not functional.